Event description:
It was reported in an article in neurosurgery that the patient underwent thrombolysis and balloon angioplasty of the middle cerebral artery (mca) m1 segment that resulted in partial recanalization. Post procedure the patient suffered a parenchymal hemorrhage. It was reported that the patient was discharged with moderate disability. No other information is available.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Hemorrhage is a known adverse event associated with these types of procedure and noted as such in the direction for used (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported in an article in neurosurgey that the patient underwent thrombolysis and balloon angioplasty of the middle cerebral artery (mca) m1 segment that resulted in partial recanalization. Post procedure the patient suffered a parenchymal hemorrhage. It was reported that the patient was discharged with moderate disability. No other information is available.